Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, white foreign material was observed in the air/water channel and cylinder. The service repair technician assessed the condition and determined that the cause could not be established. There was no patient involvement.